Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Additionally, the tandem-provided wall power adapter was not functional. There was no impact to the customer¿s blood glucose. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.